Event description:
Device issue: balloon rupture. Time of device issue: during the procedure. Adverse event: none. It was reported that during a right coronary artery stenting procedure, in a mildly tortuous vessel and moderately calcified lesion, during the first inflation at 8 atmospheres, the balloon ruptured. There was no adverse patient sequela. There was no additional information provided.

Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned rx voyager found contrast visible in the inflation lumen and the loosely folded balloon, suggesting that the device had been prepared for use and pressurized during the procedure, as reported. There was a non-abbott stopcock attached to the hub, which was in the off position. An attempt was made to inflate the catheter when fluid was observed leaking out of a pinhole in the balloon located 2mm proximal to the distal balloon marker band, confirming the reported rupture. Additionally, there was a radial scratch on the outer surface of the balloon adjacent to the rupture site. Balloon material ruptures can be affected by numerous factors including, but not limited to, balloon damage during processing of the balloon material, materials, inflation technique, interactions with other devices, a previously implanted stent, patient anatomy, lesion calcification and tortuousity, or insufficient preparation prior to use. Since there was no report of any leaks noted during preparation for use, this may indicate that the balloon was not damaged prior to the procedure. In this case, the lesion was reported as mildly tortuous, moderately calcified and 75% stenosed, which likely contributed to the experienced rupture. Furthermore, evidence of damage on the outer surface of the balloon suggests that the balloon failure may have been attributed to mechanical damage to the balloon. It is likely that an interaction with other devices and/or the tortuous and calcified lesion may have damaged (scratched) and weakened the balloon material, such that the balloon ruptured upon inflation attempt. The analysis also noted two kinks in the hypotube, 7.7 cm and 32.6 cm distal to the strain relief tubing. However, this damage was not originally reported in the case description and may have occurred from handling during packaging for shipment back to abbott vascular for analysis. This damage does not appear to be related to or have contributed to the reported balloon rupture. A review of the finished product lot history record did not reveal any nonconforming material records associated with this lot that could have contributed to this complaint and all lot release testing met manufacturing criteria. In this instance, based on the information received with this complaint and the analysis of the returned product, the balloon rupture and mechanical damage noted appears to be related to circumstances of the procedure and not a product quality deficiency. All dilatation catheters are 100% visually inspected and leak tested during the manufacturing process. Additionally, a sampling of units is destructively tested to verify rated burst pressure and balloon integrity.